Manufacturer narrative:
Since the valve was not explanted, no analysis could be performed. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
It was then reported that the patient passed away prior to the reoperation.

Event description:
The manufacturer was notified on 12 sept 2016 of the following: (B)(6) year old patient that received a perceval valve size medium implant about 3 years old. She was well until a couple of months ago when she began to get short of breath. Echoes up until then showed a well functioning valve. The patient was reported to have a peak gradient of 80 to 90 mmhg with prosthetic valve stenosis. Tee showed very restricted leaflets. There is no calcification and no ai visible. There is no history of endocarditis, there are no masses on the echo and the surgeon does not think it is a case of valve thrombosis. The patient has been on anti coagulation therapy all along for atrial fibrillation. Patient received IV heparin for a week without improvement in her gradients. Whether the patient will undergo a redo avr or a tavi valve in valve is unknown at the time of reporting.